Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the procedure, after a few hours blood was noted to be leaking from the handle of the catheter. The procedure was still able to be completed with the reported device, with no adverse consequences to the patient.